Event description:
It was reported that the ventilator was inop and the patient was not getting volumes. It is unknown if the ventilator audibly alarmed when the reported problem occurred.

Manufacturer narrative:
Na.